Event description:
It was reported that a malfunction alarm occurred with the pump categorized under malf 16-0x20e6. There was no information available regarding the impact of the malfunction on the customer¿s blood glucose level. The customer reset the pump initially but was informed that a replacement was necessary, and a new pump was arranged under warranty. The customer did not share details about the backup therapy to ensure uninterrupted insulin delivery.